Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call, cleaned the ionizer fan and elevator shoes. Quality control (qc) was acceptable. Siemens is investigating.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result (second sample) was obtained on an advia centaur cp instrument. The elevated result was questioned by the laboratory as a first sample tni-ultra result was lower when run initially on an alternate advia centaur xp system. The elevated advia centaur cp tni-ultra result was not reported to the physician(s). It is unknown if repeat tni-ultra testing was performed on the second sample. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (tni-ultra) result.

Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00179 on 30-may-2019. Additional information (19-jun-2019): siemens checked the service call history and there were no other calls for troponin I -ultra performance. Additional information (20-jun-2019): the instrument and event data including actions performed by the customer service engineer (cse) have been reviewed. There have been no further service calls or cardiac troponin I (tni-ultra) assay issues reported by the customer. A total service call was performed by the cse which involved system cleaning, maintenance, testing of various parts and operations on the system. While there is insufficient information to determine the cause of the discordant result, pre-analytical factors or sample issue cannot be ruled out. The instrument is performing within specifications. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information.